Manufacturer narrative:
Patient initials were requested but could not be provided. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed driveline power fault alarms; however a specific cause for these alarms could not be conclusively determined through this evaluation. Evaluation of the submitted photo confirmed rescue tape over the reported cut in the pump cable; however, the cut could not be confirmed through this evaluation as no images were submitted of the damage to the driveline and the pump was not returned. Additionally, evaluation of the patient¿s submitted log files confirmed system stops due to the driveline being disconnected; however, a specific cause for the driveline disconnect events could not be conclusively determined through this evaluation. The controller event log file contained relevant data during patient support on (B)(6)2021 and on (B)(6) 2022. The pump operated as intended at the set speed for the duration of patient support. The patient had undergone a controller exchange on (B)(6) 2022 and the controller was put back into use on (B)(6) 2022. The log file recorded a driveline power fault alarm associated with power a throughout the majority of the log file. The log file recorded multiple driveline disconnect alarms and associated pump stoppages on (B)(6) 2022. The pump operated above the low speed limit between events and for the remaining duration of the log file when the driveline was connected. Mlp-007650 was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 left ventricular assist system instructions for use (rev. G) is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline fault and driveline disconnected alarms, as well as how to respond to each alarm condition the heartmate 3 lvas patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ this section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to clinic with a driveline fault alarm and a cut in their driveline above the modular connection. The driveline was manipulated in clinic which activated the alarm again. The patient was asymptomatic at the time. Both system controllers were upgraded to software version 1.7 but this did not resolve the issue. Log file analysis captured power cable disconnect, low power hazard and no external power alarms on (B)(6) 2022 while the patient was tethered to the mobile power unit (mpu); this was caused by power to the mpu being briefly interrupted. Additionally, the log file captured driveline disconnected and lvad off alarms on (B)(6) 2022 where the driveline was disconnected from the system controller. The log file additionally captured driveline power fault, low flow, driveline disconnect, and lvad off alarms where the pump intermittently powered on and off from 12:16 pm to 3:16 pm. Driveline power faults continued intermittently throughout the end of the log file. The patient was admitted urgently for a transplant. Related mpu MFR #: (B)(4). Related system controller MFR #: (B)(4).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient underwent a transplant on (B)(6) 2022.